Manufacturer narrative:
Calibration and qc were acceptable on the day of the event. The analyzer alarm trace did not contain a conspicuous event. The investigation did not identify a product problem. The cause of the event could not be determined. There was no indication of a performance issue with the reagent or instrument.

Event description:
There was an allegation of a questionable troponin t hs elecsys result for one patient sample from the cobas e411 rack analyzer. The initial result was 130 pg/ml and was reported outside of the laboratory. The repeat results were 20 pg/ml and 20 pg/ml and the result was amended. The reagent lot number was 614915 with an expiration date of 31-aug-2023.